Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer has been receiving sensor error alarms on their insulin pump. The patient's blood glucose was at 49 mg/dl. The customer was assisted with trouble shooting and was informed that the sensors need to have more time to stabilize after changing them. The customer's insertion technique is correct. The customer's insulin pump works as designed and was advised to monitor the insulin pump for any further issues. No further information was provided.